Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed.  Voltage testing was performed and passed. A review of the downloaded data log did not confirm the reported event of loss of connection. Root cause is defective transmitter.